Manufacturer narrative:
We have determined the root cause of the problem was due to an incorrect measurement from the original design sample of the stretchers welded hooks located on the stretchers frame. This incorrect measurement led to the positioning of the stretchers welded hoods, meant to secure the backrest support bar, to be one inch shorter than the original sample as provided by the distributor. The one inch difference in positioning produces an angle on the backrest that compromises the backrest support bar when positioned in first welded hook causing the backrest support bar to bend slightly when weight is applied to the backrest (fowler). The result from this is the fowler falling an approximate distance of 8 1.4" to a flat position. Production was ceased on (B)(6) 2010, after receiving the complaint. Repair kits consisting of a longer backrest support bar measuring 16 1/2" in length were ordered from MFR on (B)(6) 2010, to correct the existing 72 units in commerce. An e-mail was rec'd on (B)(6) 2010, from the distributor stating the initial repair kit corrected the problem. It has been determined that to prevent recurrence of the malfunction, the current design which features a 16 1/2" backrest support bar and welded hooks positioned at 2 1/4" from stretcher frame must be changed back to the original design as specified by distributor which features a 15 1/2" backrest support bar and welded hooks positioned at 3 1/4".

Event description:
A complaint was issued on (B)(6) 2010, by the distributor of the product in question indicating that the product presented a malfunction when weight was applied to the backrest (fowler), causing the backrest to fall to a flat position. The initial complaint mentioned 3 isolated cases, however the entire lot of 72 units presented the malfunction when further testing was conducted by the distributor. Serial number: (B)(4).